Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken and that the reservoir did not stay locked in place. The blood glucose reading was 9.3 mmol/l. It was advised that the customer revert to a back up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked case at the reservoir tube window corners, broken battery tube threads and broken reservoir tube lip. The insulin pump was missing reservoir tube o-ring and end cap sticker.